Manufacturer narrative:
N/a.

Event description:
A critically ill and hemodynamically unstable patient was intubated with mechanical ventilation; bleeding esophageal varices; required blood transfusions and receiving multiple pressor intravenous pressors for blood pressure support. The patient was started on continuous renal replacement therapy (crrt). The filter set was primed with albumin and crrt was initiated slowly however, the patient's blood pressure decreased from 88/60 to 45/29 and levophed was added for additional blood pressure support. Once the levophed was administered the patient's blood pressure stabilized and crrt continued.